Event description:
The patient contacted animas on (B)(6) 2012, stating the keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. The ok down arrow and up arrow keypad buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under the key contacts. The key contacts did not spring back or click normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.